Event description:
Upon attempted retrieval of the vena cava filter after 8 months of placement, two secondary wires appeared to be penetrating the wall of the vena cava. The filter was imbedded in the wall and retrieval was unsuccessful. Patient was asymptomatic at time of retrieval

Manufacturer narrative:
No product was returned to assist in the investigation. However, an examination of the cd film actually showed that two secondary legs had penetrated the vena cava wall. Based on the image of ivc filter retrieval, it is estimated that the filter is hooked. Because the detail of the filter implantation has not been provided, it is difficult to deduce the exact reason on the filter penetration. It has been described in the literature that is provided with this device how filters might penetrate the wall of the cava; however, as the filter legs at the same time acts as a cork, this situation will rarely lead to an active bleeding. We can advise that the appropriate individuals have been notified of this event, and we will continue to monitor for similar reports.